Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. However, during evaluation it was observed that the connector port was turned out of position. The assignable root cause was determined to be due to user error by turning the connector on the handpiece instead of just plugging in straight in and out of the console. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the console device was not working. According to the report, there was no noise and nothing happened after stepping on the foot pedal on the device to activate the handpiece. It was further reported that the handpiece would not activate and the burr was not moving. It was reported that the user switched to a different handpiece but still with no success. There was a thirty minute delay to the planned surgical procedure as a spare device was retrieved. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.